Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead with the distal tip measuring 52.3cm was returned for analysis. External insulation abrasion was noted at 44.0-44.3cm and 46.3-46.6cm from the distal tip, consistent with lead friction to the device can. Internal insulation abrasion was noted at 13.5-14.5cm from the distal tip. The etfe coating was intact at these locations.

Event description:
It was reported that during a device changeout, externalized conductors on the distal portion of the lead was observed. During interrogation, variation in capture threshold was also observed. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.